Event description:
Device malfunction: unable to complete thumb advancer, shaft carving. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis, pseudoaneurysm. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during the thumb advancer sheath splitting, step resistance was felt and could not be completed, despite applying force. The device was removed, and manual compression was applied to achieve hemostasis. It was noticed after the device was removed that the clip delivery tube carved into the nylon shaft and that the vessel locator wings remained open. Later in the day a pseudoaneurysm developed at the groin site. Surgical intervention was planned, but not yet performed. Though requested, no additional info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not yet completed.